Manufacturer narrative:
The device was not returned for analysis. It may be possible that the balloon interacted with anatomy or associated devices causing damage to the outer surface and resulting in balloon rupture; however, this could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the superficial femoral artery/popliteal artery. The 5.0x200mm armada 18 balloon ruptured during the first inflation at 8 atmospheres. The procedure was successfully completed with an unspecified shorter length balloon dilatation catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.